Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the grinding noise was due to the x-stage cover. Once the x-stage cover was replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there were grinding noise due to the x-stage cover. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the initial reporter has been updated with the correct information. If information is provided in the future, a supplemental report will be issued.